Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states that the right motor is leaking grease and the chair is driving in circles.